Event description:
Reportedly, on (B)(6)2019 , the patient fainted while driving and visited the first hospital. On (B)(6)2019 , the patient visited the hospital on foot, on referral from the first hospital. The ICD was interrogated and normal leads measurements and coils continuity were observed. No arrhythmia episodes were recorded in the device memory. Autosensing histograms confirmed to have counted 0 on vt and 6 on vf. Preliminary analysis did not reveal any ICD malfunction. However, loss of atrial capture is suspected in some of the recorded episodes. It could have resulted from a lead positioning issue and/or the patient¿s physiology.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2019, the patient fainted while driving and visited the first hospital. On (B)(6) 2019, the patient visited the hospital on foot, on referral from the first hospital. The ICD was interrogated and normal leads measurements and coils continuity were observed. No arrhythmia episodes were recorded in the device memory. Autosensing histograms confirmed to have counted 0 on vt and 6 on vf. Preliminary analysis did not reveal any ICD malfunction. However, loss of atrial capture is suspected in some of the recorded episodes. It could have resulted from a lead positioning issue and/or the patient¿s physiology.